Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit, and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 18.1 mmol/l (325.8 mg/dl) and dehydration, while wearing the pod on the leg longer than 48 hours. At the hospital, the patient was placed on a drip of insulin, saline solution and potassium. The cannula was noted to be bent after removal.